Manufacturer narrative:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant deviations in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death.

Event description:
Data review: on 04/27/2021 customer genecraft labs in indonesia contacted luminex technical support to report a false positive result for aries sars-cov-2 eua assay pn:50-10047 lot: ab1655a had occurred. Customer did not provide run data files, but did provide result data. Cassette ID: (B)(4) detected the orf1ab gene at a CT of 15.3 and the n gene was not detected. Result was sars-cov-2 positive. Consumable review: no false results were reported during aql testing of lot ab1655a on 01/27/2021. There are no ncmrs associated with this lot. There are no additional complaint cases for lot ab1655a reported in salesforce at this time. Device review: aries system sn: (B)(4), module sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. There were no service actions for the aries system nor module during the prior 6 months that would contribute to false results. Sample work-up: confirmation that the sample work-up was performed consistent with the package insert instruction was provided by the customer. Conclusion: the root cause of the false positive cannot be determined. There are no ncmr's associated with the lot utilized. There is no indication of consumable or hardware malfunction. Lot ab1655a has no additional customer complaints for false results. (B)(4). This case was previously assessed for MDR reporting on pre-21-050, where the pre determined no MDR was required to be submitted to the FDA due to the reported false result occurring in indonesia. Pre-21-050 assessment was incorrectly evaluated at that time. This complaint of a false result is required to be reported as an MDR. Hra-23- 0013 will be submitted as an MDR to the FDA to fulfill reporting requirements.